Event description:
It was reported that check syringe plunger sensor message and a time base bgnd test error was experienced. Attempted to calibrate plunger sensor "could not calibrate " message.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with a crack on the top case front corner. Event log history was performed and indicated that plunger not in place and time base bgnd test errors in history was recorded in history. During analysis, the reported issue was unable to be duplicated. Based on the evidence, the complaint was confirmed, however unable to determine the intermittent of the error. Service replaced replaced main board, plunger pcb and force sensor as a preventative measure.

Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seals removed and the top case cracked front corner. The customer stated problem was not duplicated. The pump would calibrate with no issues. Plunger not in place and time base bgnd test errors were found in the event history log. Replaced main board, plunger pcb and force sensor as a preventative measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.